Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 426 mg/dl. The customer was admitted to the hospital. The customer though it was coming form her glucometers but now believes it is her pump. The customer noted that when she takes her blood glucose on her meter it is transferring to the pump correctly.